Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed the customer complaint. Visual inspection found that the cable has no visible physical damage. The cable could not produce a steady signal, the voltage test on pins from the 9-pin connector pin 6 to the 8-pin connector pin 1 showed no voltage reading. The adapter cable did not function as designed. The adapter cable will be scrapped in the mcs fa lab, as no further testing is required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the device is not getting a good reading and another cable was needed. The device was in use on patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.